Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the syringe needle. Customer¿s blood glucose level was 134 mg/dl. Tandem technical support guided the customer through properly loading the cartridge. Customer was able to successfully resume.